Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER). Patient's family member reported high blood glucose (bg) levels were present while wearing pod .although pod was removed and insulin was delivered manually (lantus given as well), patient continued to experience symptoms including headache, vomiting and high ketones. Patient was taken to ER and (medical professionals) "were able to clear the ketones within a couple of hours." Despite good faith attempts to obtain additional details, no information regarding specific medical treatment was provided.